Event description:
The physician was performing a cannulation of the wirsung duct using a wilson-cook papillotome. When removing the papillotome from the endoscope the long metal tip detached and fell into the pt's duodenum. Forceps were used to retrieve the metal tip. The pt was reported to be in good condition.